Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. Per clinical details provided, the root cause of the access site bleeding was most likely due to anticoagulation management since the act at the time of bleed was 304 which above the limit range.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had impella cp support due to needing continued support and to wean off pressor support. While on support, the impella site started to bleed profusely and the staff applied a fem stop. One unit of packed red blood cells were provided. The patient had a large hematoma and the staff was monitoring.